Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously explanted. A reimplant surgery was performed in which a new aus was implanted. Additional information was received in which it was stated the patient experienced recurring incontinence again despite artificial urinary sphincter (aus) implantation two years ago. A surgical procedure was performed in which the existing device was removed and a new aus was implanted. The patient did not experience any further complications.